Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction issue was verified. The failure investigation has been completed. Based on the analysis, the alleged low blood glucose issue could not be verified.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) level ranged from 48-110 mg/dl; bg cause unknown. Customer drank juice to address low bg. Reportedly, the customer reverted to manual injections for insulin therapy.